Manufacturer narrative:
No product was returned. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The exact lot number was unknown; however the customer reported that the product associated with this event was from one of three lots, 3384965, 3384894, 3393807. Review of the device history records confirmed the subject lots (3384965, 3384984, 3393807) all met manufacturing requirements prior to shipment. The manufacturing and use by/before date are as follows: lot 3384965: manufacturing date: 05/01/2011; use by/before date: 04/31/2012. Lot 3384984: manufacturing date: 05/01/2011; use by/before date: 04/31/2012, lot 3393807: manufacturing date: 05/01/2011; use by/before date: 04/31/2012. Review of the device history records confirmed these lot numbers met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported an angio-seal was deployed and hemostasis was achieved. After the procedure, the patient was put on bed rest for sixteen hours. The following day, a hematoma developed and the patient went into shock. Manual compression was applied for an hour. The patient is being kept in the hospital for further monitoring. The product used in this case was from lot / batch number: 3384965, 3384984, or 3393807. The patient has a medical history of angina pectoris.